Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event that additional information is received a follow-up report will be submitted. The device was received by carefusion but at this time the evaluation has not been completed. (B)(4).

Event description:
It was reported that the user interface module (uim) touchscreen was blank after cleaning the unit with cleaning solution. The customer believes the touchscreen has fluid ingress causing a blank screen issue while wet, but once the cleaning solution dries then the device operates properly. The customer has stated that once the device goes to their biomedical department, the device works properly and this is only device, out of thirty, that is having issues. The customer states that the device was recently sent to carefusion's factory service department where the uim was replaced with a new one, but after it was returned, the issue occurred again. There was no patient involvement.